Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump screen had scratches making it harder to read. Customer's blood glucose level was unknown at the time of incident. Customer stated that insulin pump had unexplained no delivery alerts and had to change the batteries frequently. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm and no charge/battery lasts less than expected anomaly during test noted. Device received with minor scratched lcd window. The p-cap locks into the reservoir compartment properly noted.